Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, d1, d2, d4, h1, h6. Reason for reoperation: "inner bucket¿was completely stuck to the bottom bucket¿.

Event description:
Healthcare professional reported ¿several cases where the inner bucket¿was completely stuck to the bottom bucket¿ of the implant box. Device disposition is unknown/remains implanted. The event of infection was captured in related record, MDR 9617229-2024-01870-00.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: the inner sterile packaging not being able to be removed for the breast implants, [the patient] ended up getting infected weeks later", and "the bucket problem contributed to it." "The patient had "rank pus in the pocket".

Event description:
Healthcare professional reported "the inner bucket, intended to lift easily out of the outer (no-longer-sterile one being held by another person), was completely stuck to the bottom of the outer bucket ... It was literally fused to the outer bucket, and no one could lift it out. ... At that point the outer bucket is no longer sterile, you only have 2 choices: become non sterile and try to get the bucket out then still have to open it sterile within the other one and get the implant or 2." Then "2 weeks ago, I put one in that had this issue, and despite trying very hard to be as careful as possible, [the patient] ended up getting infected weeks later", and "the bucket problem contributed to it." "The patient had "rank pus in the pocket" events were reported against a srm 275. The device has been explanted.

Event description:
Upon further review, events of "infected" and "pus" were not associated with this record. These events will be reported in emdr-16220.

Manufacturer narrative:
H11 - corrected data: b2 b5. This record is no longer reportable to the FDA and will be un-reported.